Manufacturer narrative:
(B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual analysis of the returned sample determined that one gst60t reload with an ech60r buttress applied was returned. Visual analysis found no apparent damage to the buttress, however it was misaligned and too far beyond the distal most staple pockets of the reload, leaving the most proximal staples pockets uncovered. This is consistent with failing to fully insert the applicator into the endocutter jaws prior to closing the endocutter. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. No lot or batch were provided, bhr could not be performed.

Event description:
It was reported that during a semi-open pneumonectomy, the deployed staples were unformed, and the knife stopped moving forward at the 3rd firing on the lung by pulse-firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.